Event description:
Per the info provided to co through means of the physician/surgeon's operative report, it stated "preoperative diagnosis: hydrocele. Postoperative diagnosis: infected penile implant". It was therefore removed as it was "infected", add'l, the operative reported stated "the pt has progressive enlargement and tenderness in the scrotum and the pump is fixed, this is suspicious for infection. Exploration was required. Finding of purulent exudate around the pump necessistated removal of all the components".